Manufacturer narrative:
The customer reported having intermittent ECG issues with this unit. The issue was discovered during setup. According to the customer, there's ECG artifacts. The customer tried replacing the leads with new ones; however, the issue remained. The unit was not in patient use at the time. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 11/23/2025 I called (B)(6) to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for (B)(6) to call me back with this information. Attempt # 2: 11/25/2025 I called (B)(6) to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for (B)(6) to call me back with this information. Attempt # 3: 12/01/2025 I called (B)(6) to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for (B)(6) to call me back with this information.

Event description:
The customer reported having intermittent ECG issues with this unit. The unit was not in patient use at the time.

Event description:
The customer reported having intermittent ECG issues with this unit. The unit was not in patient use at the time.

Manufacturer narrative:
Details of complaint: the customer reported having intermittent ECG issues with this unit. The issue was discovered during setup. According to the customer, there's ECG artifacts. The customer tried replacing the leads with new ones; however, the issue remained. The unit was not in patient use at the time. Investigation summary: the device was returned for evaluation. During the evaluation, the reported issue could not be duplicated. All eeg waveforms appeared normal over a 24-hour evaluation period. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10. Additional information: b4. Date of this report. D9. Is this device available for evaluation? G3. Date received by manufacturer. G6. Type of report. H2. If follow up, what type? H3. Device evaluated by manufacturer? H11. Additional manufacturer narrative.